Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a l2-3 lateral posterior fusion and l3-5 eof & roh procedure performed on (B)(6) 2015, the tip of the reform polyaxial driver broke while inserting a 7.5mm x 55mm reform polyaxial screw in l4. The screw was removed and replaced with another screw of the same size that was readily available in the set. A five minute delay to the procedure resulted.

Manufacturer narrative:
Engineering evaluation of the returned driver noted that the hexalobe sheared flush with the shoulder indicating that the driver was fully seated. It is believed that the insertion torque may have exceeded that of the driver hexalobe. A design modification was previously implemented to the bone screw to reduce the inherent insertion torque associated with the "wash-out" of the thread form. Testing indicated the reduction of insertion torque for the 45 and 60mm lengths of the same diameter are 8% and 38%, respectively. Review of manufacturing history records found a total of 9 pieces of this lot were release for distribution in january and november of 2013 with no deviation or anomalies. A two-year complaint history review did not find any previous reports of tip breakage for this lot. Previous design improvements initiated. No additional corrective actions required.